Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), mental disorder ("my mental health has been seriously affected"), dyspareunia ("now suffer from things such as extreme pain with intercourse") and menstrual disorder ("changes in my menstrual cycle"). The patient was treated with surgery (to remove essure). At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, mental disorder, dyspareunia or menstrual disorder. The reporter commented: am reaching out because I am having severe complications with my essure. I¿ve had to resign from working due to severe abdominal pain that do not allow me to live a normal life and has taken a toll over my life. My mental health has been seriously affected . I now suffer from things such as extreme pain with intercourse, great changes in my menstrual cycle, these are just a few list of my complications. I am getting it removed as emergency on this following tuesday (B)(6) 2023. I have reached out to an attorney but before any further steps. I would like to see in what way you can help to make this right. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-sep-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced abdominal pain (seriousness criterion intervention required), mental disorder ("my mental health has been seriously affected"), dyspareunia ("now suffer from things such as extreme pain with intercourse") and menstrual disorder ("changes in my menstrual cycle"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2023. At the time of the report, the outcomes for these events were unknown. No causality assessment was received for essure with regard to abdominal pain, mental disorder, dyspareunia or menstrual disorder. The reporter commented: am reaching out because I am having severe complications with my essure. I¿ve had to resign from working due to severe abdominal pain that do not allow me to live a normal life and has taken a toll over my life. My mental health has been seriously affected. I now suffer from things such as extreme pain with intercourse, great changes in my menstrual cycle, these are just a few lists of my complications. I am getting it removed as emergency on this following tuesday (B)(6) 2023. I have reached out to an attorney but before any further steps. I would like to see in what way you can help to make this right. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.